Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Product code and lot number. Date of initial procedure. Patient initials, age, gender, weight and bmi at the time of index procedure, and past medical history. What specific adverse events did the patient experience? Was there any medical/surgical intervention performed on the patient post-operatively? If so, please list with dates and results. What is the patient¿s current status? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Does the surgeon believe that the ethicon device was related to the patients' complications?

Event description:
It was reported in a journal article that the patient underwent a recurrent incisional sublay hernia repair/ hernioplasty at the site of right subcostal and oblique incision in (B)(6) 2011 and the mesh was implanted. The recurrent incisional hernia occurred thirteen months after the procedure. This was confirmed by an abdominal ultrasonography and CT. The patient underwent a re-operation in (B)(6) 2012 and hernia defect was found in the central part of the mesh. The rupture occurred in the central part where the mesh was not covered by the anterior myofascial layer during the initial procedure. The postoperative course was uneventful and the patient was discharged six days after the surgery. During the six-month follow-up period, the patient had no complaints and no signs of recurrence was observed. Additional information has been requested.

Manufacturer narrative:
(B)(4).